Event description:
It was reported that during the surgery, threads were noticed when using healon pro. The clinic had previously stopped using healon for a month to investigate the source of the threads and observed no issues during that period. Upon resuming use of healon, the presence of threads was immediately noted leading the clinic to conclude that the threads are coming from healon. Account indicated that threads seen on the patient's eye were removed during surgery. The patient involved fully recovered. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Healon is not an implantable device. Section d6b: explant date: not applicable. Healon is not an implantable device. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.